Event description:
While using a endoscopic linear cutter during a laparoscopic colon resection, physician placed stapler on the colon and as he went to fire it, the staple load shot off the stapler causing a hole in the colon where physician was trying to staple, requiring a grasper to pull the load out. Additional resection of colon required.what was the original intended procedure?stapling of colon for laparoscopic colon resection.